Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, d9: date returned to MFR, g4: combination product. Additional information: h11: the device was received for evaluation. During functional testing, the reported problem "system error 345" was not reproduced. A review of the event history log revealed multiple "system error 345" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of calibration downstream thermistor. The downstream sensor required to be calibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.